Event description:
During a coronary drug eluting stenting treatment procedure, the balloon burst. The lesion being treated was located in the moderately tortuous, 90% stenosed left anterior descending (lad) artery. The vessel diameter was reported as 3.5 mm. The vessel was not pre-dilated. The physician crossed the lesion with a taxus express2 8.8% 3.50 x 24 mm drug eluting stent. On the first inflation, to 14 atm, the balloon burst before the stent was fully expanded (rbp=18 atms). The balloon was removed and two other balloons were used to fully expand the stent. No pt injuries or complications were reported. The pt's status is reported as "satisfactory/good."